Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were triggered due to short v-v intervals, non-sustained episodes of oversensing, and high/undefined pacing impedance. Additionally, the right ventricular (rv) lead was noted to have high thresholds. The pace/sense portion of the rv lead was suspected to be fractured. The lead was partially explanted and replaced. It was noted that during the extraction procedure, the physician encountered difficulty removing the lead due to adhesions at the clavicle and lead intersection. No patient complications have been reported as a result of this event.